Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05025. The patient received her scs system on (B)(6) 2010 with two percutaneous leads. It was reported that she only feels a little stimulation in her left leg. She has been reprogrammed multiple times. An x-ray showed both leads migrated to the right. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.